Event description:
It was reported that the patient underwent surgery in 2007 with posterior instrumentation at l4-s1 and anterior interbody device at l5-s1. It was reported that the patient underwent a revision surgery in 2008 to remove and replace a broken rod. Fusion was complete at l5-s1.

Manufacturer narrative:
No product was returned to medtronic for evaluation. Unable to determine cause of the event.